Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A neurologist reported that the patient experienced a stoma site infection again in (B)(6) 2024. The patient's daughter reported that the patient was cultured and began treatment with 250mg of oral cefuroxime every 12 hours for a duration of 7 days. It was reported that the stoma infection has improved.